Event description:
Customer called in pod that she had put. On the next day, she woke up very sick, bgs read high on the pdm and she was hospitalized. At the hospital, they removed the pod and saw that the cannula hadn't been in her skin. Customer said that the hospital put her on an IV. Customer was in the hospital through the following day. No further information reported.

Manufacturer narrative:
The device has not yet returned to the manufacturer for evaluation. As reported the cannula was not in the infusion site when it was removed. Unable to determine if it was not properly placed or had come out after placement. No conclusion can be reached at this time. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.